Event description:
The reporter found something foreign embedded in one alcohol swab. It appears to be a tiny round shiny bead, possibly metal. Above the name of the product on the box is the code 326895. The reporter did not find a lot number readily apparent. Other numbers appearing on the packaging are "08290-326895", "f84032" (possibly the lot #?), and "2135491a". The sample is available. Touched by the object on the little finger and was not treated, did not break the skin.